Manufacturer narrative:
The device has been received for eval. However, the eval is not complete. A supplemental report will be submitted upon completion of eval.

Event description:
Received info that all insulin delivery stopped. Contact reported pump was not worn for therapy.